Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic benign laparoscopic hernia procedure, the surgeon experienced an issue with the sonosurg curved scissors. The device broke while in use, but this occurred outside the patient's body. The instrument was promptly replaced with a second unit; however, the replacement device failed to produce any output. A third backup device was then utilized, which functioned correctly, allowing the procedure to be completed without further incident. The patient was under sedation at the time of the event, and no harm or adverse effects to the patient were reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4, h3, h4. The device was returned to olympus for inspection, and the reported failure of broken probe was confirmed. Based on the results of the investigation, the exact cause of the reported event could not be determined. However, based on past investigation results, it can be inferred that a likely mechanism causing the reported event might be the following: the ultrasonic output was activated while the probe was in contact with the hard objects, such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools, to remove foreign substance adhesion. As a result, the probe had scratches. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.